Event description:
It was reported that the patient with this implantable lead had experienced infection. A revision was performed and the pacemaker along with the left ventricular (lv) lead, right atrial (ra) lead and this implantable lead were explanted. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).